Event description:
Follow up.

Manufacturer narrative:
H3 other text : placeholder.

Manufacturer narrative:
The sample is indicated as available for evaluation. A follow-up report will be submitted once the sample has been received and reviewed.

Event description:
Product squirting fluid when flushed. PICC removed. Temporary piv placed. Medical intervention ¿ new PICC placed.